Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high (342 mg/dl). No further information available.